Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not identify the foreign material nor the root cause of it although it can be presumed that it remained in the nozzle since the reprocessing deviated from the instruction manual. Per additional follow up from the customer, the device was not cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, it is not known when the foreign material adhered to the nozzle. There was no delay in the start of the pre-cleaning between the end of use and pre-washing, and the nozzle was not cleaned with lint-free cloths/brushes/sponges. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿: "[inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. [Inspection of the objective lens cleaning function] ¿inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. While observing the endoscopic image and confirm that water flows on the entire objective lens." "[Inspection of the endoscope] 1 inspect the endoscope connector for any irregularities such as excessive scratching, deformation, and loose parts. 3 inspect the boot and the insertion section near the boot for any irregularities such as bends, twists, tears, and cracks." "[Inspection of the suction function] 1 place the container of sterile water and the endoscope at the same height. For the inspection, adjust the suction pressure to the same level as it will be during the procedure." "[Inspection of the instrument channel] 1 insert the endo therapy accessory through the biopsy valve. Confirm that the endo therapy accessory extends smoothly from the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end of the endoscope. 2 confirm that the endo therapy accessory can be withdrawn smoothly from the biopsy valve." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
A device evaluation confirmed the customer allegation ¿angulation defect¿. However, ¿poor air supply¿ could not be confirmed. The bending angle was insufficient and the play of the angle knob was out of the normal state due to the elongation of the angle wire. Dirt was found on the objective lens. The videoscope image was cloudy. Liquid leakage was noted in the light guide (lg) bundle due to handling. Dirt on the illumination lens was noted. The water tightness of the illumination lens was not maintained. Scratches and wrinkles were noted on the insertion tube. Uneven lighting was observed due to liquid leakage from the lg bundle. The adhesive of the bending section cover was missing. Due to insufficient cleaning, the air and water nozzles are clogged and the draining function is reduced. The right/left (r/l) knob was not working smoothly due to the roughness of the r/l knob. Discoloration of the operation part was noted. Scratches were found on the switch box, universal cord and scope connector. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The company representative on behalf of the customer reported, the gastrointestinal videoscope exhibited angulation malfunction in the up direction and there was poor air supply. The device was returned and an inspection revealed presence of foreign material in the nozzle, suction channel and forceps channel. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.